Manufacturer narrative:
The medical grade power supply (mgps) has been evaluated by the failure analysis (fa) team. During system logs, no data was found to indicate that the fault had occurred in the field, however, fa was able to reproduce the reported complaint during in house testing. The mgps was installed onto a golden system where the failure was triggered noisy fans indicating fault on the power supply, replicating the reported event. As a result of these findings, fa was able to conclude that the mgps was found to be the root cause of on the reported event. During visual inspection, fa found the fans were dirty that could be related to the report issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report sudden console shutdown. The issue persisted even after power cycle. Tse confirmed power button was not lit and medical grade power supply (mgps) fan sound was heard only for a short time after c/b switched on. The procedure was converted to laparoscopic procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was converted to traditional laparoscopic approach with no increase in port size incision or adding additional ports. The patient tolerated the change with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was able to reproduce the reported complaint. The fse replaced the medical grade power supply (mgps) and the generic power distributor (gpd). The system was tested and verified as ready for use. The mgps involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. As of the date of this report, the gpd has not yet been received.

Manufacturer narrative:
The generic power distributor (gpd) has been evaluated by the failure analysis (fa) team. During system logs, no data was found to indicate that the fault had occurred in the field, however, fa was able to reproduce the reported complaint during in house testing. Upon visual inspection, fa found no issues that was related to the reported issue. The unit was installed onto a golden system where the failure was triggered. The system did not boot up, indicating a fault with the gpd and replicating the reported event. The complaint was confirmed based on the failure analysis. The probable root cause of the noisy fan is attributed to a faulty medical grade power supply. This issue can be resolved by replacing the power supply. The probable root cause of the system not powering on is attributed to a faulty gpd.

Event description:
Refer to h11 for follow-up information.